Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6/pcba 1, pump was monitored and functioned properly. The pump was received with missing display window cover, minor scratched lcd window and cracked retainer.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot. The insulin pump will be returned for analysis.